Event description:
The account alleged that the emergency trendelenburg function will not work on the bed. No pt impact.

Manufacturer narrative:
The account replaced the trendelenburg valve to resolve the issue.